Manufacturer narrative:
(B)(4). Additional information: the homechoice device evaluation was completed. All returned devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history log. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 17:54:16. During night drain cycle five, the patient's ultrafiltration reading was 1927ml, indicating the home patient drained 1927ml more than their maximum programmed fill volume of 2200ml. No additional information iis available.